Event description:
Event description guidant received information that following the delivery of inappropriate shocks due to noise interference, the implantable cardioverter defibrillator (ICD) displayed a low shocking lead impedance and a fault code. The ICD was removed and replaced. Testing of the lead system at the replacement procedure found it to be operating within normal limits.